Manufacturer narrative:
Troubleshooting was conducted with the customer, including inspecting the face and back plates for damage and inspecting and/or cleaning the diaphragm. A failure could not be identified as a result of the troubleshooting. The customer was sent a replacement breast pump. The customer's pump was received without parts and accessories. The pump was tested with a lab kit and passed all testing. The evaluation found that there was residue on the diaphragm. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that she was experiencing low suction with her pump in style advanced breast pump. She reported that she had been to the doctor four times and was diagnosed with mastitis twice, for which she was prescribed antibiotics. The customer also mentioned that she gets clogged ducts twice a week.